Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, there patient is reported to have been chronically ill with ongoing driveline infections, recurrent sepsis, chronic renal insufficiency and chronic pain. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that cultures of a patient's driveline (dl) exit site and his blood were (B)(6) for escherichia coli and (B)(6) on (B)(6)2016.  In addition, the patient is reported to have had a fluid collection around his dl. The patient underwent placement of a pigtail catheter on (B)(6)2017 to help drain fluid from the dl area and to decrease the patient's associated pain. This catheter is reported to have fallen out on (B)(6)2017 and was not replaced. On (B)(6)2017, the patient's dl exit site and blood cultures were noted to again be (B)(6) for escherichia coli and (B)(6). The patient subsequently expired on (B)(6)2017. This was reported to be most likely related to his ongoing dl infection and was ongoing at the time of his death.  The primary investigator reported that the event was related to the study device, possibly related to the patient's condition and unrelated to the implant procedure. No further information has been provided.

Manufacturer narrative:
Additional information received indicates that the patient was on oral bactrim for suppressive therapy at the time of the event. They further reported that this was related to a probable infection-seeded pump. The patient is also noted to have had an infection-filled blister near his driveline (dl) exit site along with fluid collection along its' tract. At presentation, the patient was noted to be afebrile, without chills and with no new signs or symptoms of infection. Initial blood cultures were positive for streptococcus viridans and (B)(6). He was treated with intravenous (IV) daptomycin, zosyn and ceftriaxone. Repeated blood cultures on (B)(6) 2016 were negative. The patient was discharged home on (B)(6) 2016 on IV ceftriaxone and longterm oral bactrim and was noted to be afebrile at that time. The patient then presented to clinic on (B)(6) 2017 with malaise, pain in the area of his dl exit site and subjective fever. The patient was noted to be afebrile with leukocytosis, anemia and a supratherapeutic international normalized ratio (inr) at this time. The patient's platelet count was reported to be normal throughout his admission. At the time of this event, the patient was taking bactrim, aspirin and coumadin. His coumadin was held. Dl exit site cultures were positive for escherichia coli and (B)(6), blood cultures were positive for (B)(6) and urine cultures were negative. The patient was started on IV vancomycin with the later addition of cefepime. The patient's wife reported that the drainage coming from the patient's dl exit site had gotten worse and had turned a grey color. By the next day, the patient's anemia was noted to have worsened and his inr further elevated. The site reported that he had no signs of bleeding. The patient was treated with the transfusion of three units of packed cells and two units of fresh frozen plasma. The site reported that the patient's anemia and supratherapeutic inr were related to his ongoing infection. A computerized tomography (CT) scan revealed a small abscess in the area of the previous one. An attempt to perform an ultrasound-guided aspiration of the area was abandoned without fluid drainage due to pain on (B)(6) 2017. Repeated blood cultures on that day were negative. The patient remained afebrile with improving leukocytosis, anemia and inr and was discharged home on (B)(6) 2017 on IV vancomycin and cefepime and the resumption of his coumadin. A few hours after his discharge, the patient's daughter called to report that the patient had increased confusion and had pulled his peripherally-inserted central catheter.  The patient had previously indicated that he did not want to be resuscitated but still wanted continued care; including his IV antibiotics. He returned to the emergency department and was admitted. Blood cultures at that time were negative. At admission, he was reported to be awake, alert and oriented to self and place though he was unable to recall events that had occurred earlier that day or over the last few days of his earlier admission. Neurologically, he was also noted to have abnormal thought processes, bilaterally equal motor strength and coordination and normal speech. The patient's cefepime was discontinued due to his combative behavior continued on his IV vancomycin. The site reported that his behavior initially improved with the discontinuation of the cefepime; but that he remained very lethargic, in pain and with decreased thought processes. They further stated that his mental status waxed and waned over the ensuing days. These changes were thought to be the result of the patient's ongoing infection and "end of life confusion". Of note, the patient had been followed by his palliative care team for an extended period for chronic pain, anxiety and post-traumatic stress disorder (related to the gulf war). He was given analgesics, anti-anxiety medications and required a sitter to protect him from falling and from pulling at his driveline. On (B)(6) 2017, the patient's family decided to make the patient comfort measures only because of the recurrent nature of his infection and sepsis. His IV vancomycin was discontinued and the patient started on oral doxycycline. His condition deteriorated rapidly and the patient's medical team turned his vad off on (B)(6)2017 with his subsequent death later that afternoon. No autopsy was performed and the patient's vad remains implanted post-mortem. The driveline exit site infection event was reported to have been resolved with sequelae on (B)(6) 2016. The anemia event was reported to have been resolved on (B)(6) 2017. The primary investigator reported that infection/sepsis, anemia and the patient's subsequent death were related to the patient's condition, possibly related to the study device and unrelated to the implant procedure; while the patient's altered mental status was related to his condition and unrelated to the study device or to the implant procedure. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.